Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that after the operation, foley catheter came off due to water leakage.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was used for patient treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used 2-way catheter with cut portion of inlet tubing. Visual inspection of the sample noted the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. With the syringe attach the balloon passively deflated with no cuffing or leaks noted. Photo sample was returned and could not be evaluated for the reported failure. A DHR review is not required as the event is unconfirmed, however, one was completed prior to the confirmation. The investigation is concluded, and no additional action is required at this time. As the reported event is unconfirmed a labeling review is not required. Corrections: d,f,h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated

Event description:
It was reported that after the operation, foley catheter came off due to water leakage.